Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "dent to right side of breast, size proportion on implant seemed too big in relation to body structure, and severe pain". This was later identified as capsular contracture, baker grade IV. Device has been explanted.